Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose and ketones. Customer's blood glucose was in the 500 mg/dl range. The customer changed the infusion set twice and the reservoir in the morning and blood glucose went high. Customer treated with the insulin pump and current blood glucose was 370 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. Customer's mother declined to check the cannula or for the presence of leaks and air bubbles. She did not want to continue troubleshooting and requested to speak to a supervisor. Customer's mother was contacted back and she stated that everything was resolved and they did not need further assistance.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.